Manufacturer narrative:
This report is being submitted to update section h6 codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was an attempted implant during a conduction system pacing (csp) procedure. While being screwed into the septum, the helix became lodged in the tissue and separated from the lead body. The lead body was retrieved; however, the helix remained embedded in the septum. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
This report is being submitted to update section h6 codes.

Event description:
It was reported that this lead was an attempted implant during a conduction system pacing (csp) procedure. While being screwed into the septum, the helix became lodged in the tissue and separated from the lead body. The lead body was retrieved; however, the helix remained embedded in the septum. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead was already returned.

Event description:
It was reported that this lead was an attempted implant during a conduction system pacing (csp) procedure. While being screwed into the septum, the helix became lodged in the tissue and separated from the lead body. The lead body was retrieved; however, the helix remained embedded in the septum. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.